Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter balloon ruptured. The complainant alleged that the catheter balloon appeared cracked at the base. No pieces of the balloon were missing and no medical intervention was reported.

Event description:
It was reported that the catheter balloon ruptured. The complainant alleged that the catheter balloon appeared cracked at the base. No pieces of the balloon were missing and no medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the silicone catheter product ifus are found to be adequate based on past reviews. (B)(4)